Event description:
According to the reporter, intra-operatively, while suturing, the suture snapped. The issue happened to multiple sutures. Another suture was used to complete the case. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: vlocm0436, vloc 90 0 vl 22' gs-25, (lot #a5a1747vy); vlocm0436, vloc 90 0 vl 22' gs-25, (lot #a5a1747vy). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted of the opened samples noted two sutures with attached needles, with the sutures found broken at 18 7/16 inches and 16 5/16 inches from the needle attachment points. Inspection of representative samples showed no damage to the breathable pouches or foil pouches, with needles properly parked in retainers and sutures correctly wound without abnormalities; tactile and microscopic evaluation also revealed no issues. It was reported that while suturing, the suture snapped. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.